Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shut off without an alarm. The customer¿s blood glucose level was 123 mg/dl at the time of incident. The customer stated that there's was a buzz on the machine and when they turn the buzz off that goes off. The customer stated that there were no alarms in the alarm history. The insulin pump will not be returned for analysis.